Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed incoming functional testing with a service code 110 (overvoltage cleared no energy). The cause for the failure was isolated to an open l1 inductor on the computer/analog pca. The root cause for the open inductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating a monitor for an unrelated issue, a reportable problem was found. The monitor failed functional testing with a service code 110 (overvoltage cleared no energy).